Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed visual inspection and found snap-cap detached from reservoir¿s barrel and found snap-cap attached to transfer guard. Unable to pre-fill.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump had leak at the snap cap and it popped off. Customer¿s blood glucose level was unknown. Customer was unsure if the leak was at past 1st or 2nd o ring. The device will be returned for analysis.